Event description:
During an unspecified procedure, a pin hole leak was noted during preparation. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'ok'.